Event description:
During an esophageal dilation, the physician used a cook endoscopy hercules 3 stage wire guided balloon dilator. The balloon catheter became damaged causing leakage near the middle of the balloon device (inside the endoscope channel). The leakage created difficulty deflating the balloon. The endoscope and balloon were withdrawn from the pt as one unit. At this time, a section of the balloon and balloon catheter detached from the device and was left in the pt. Another dilation balloon was used to complete the procedure. An attempt to retrieve the balloon and catheter section was unsuccessful. The detached section was left to pass naturally through the gastrointestinal tract.

Manufacturer narrative:
Additional info: the info in this report was provided to us by the cook facility in (B) (4) on behalf of a medical facility in the (B) (4). Eval: the balloon catheter has broken approximately 15.5 cm from the distal end of the device. The broken section, which includes the balloon component, has fully separated from the dilator device at the area of the catheter breakage. The detached section was not included in the return. In addition to the balloon catheter breakage, the inner wire guide lumen has also broken approximately 8cm from the distal end. The broken section has fully separated. The detached section was not included in the return. Several kinks and damaged areas (i.e. Small split in catheter) were observed in the outer catheter of the returned device. These observations suggest the balloon dilator device received excessive pressure, perhaps in response to resistance when advancing or removing the balloon dilator from the endoscope accessory channel. A specific product discrepancy or anomaly that could have contributed to this occurrence was not observed. Conclusions: the additional info provided indicated, the balloon did not receive negative pressure prior to advancement through the endoscope. This is against the instructions for use and is likely related to the damage and separation. If excessive pressure was applied to the device during advancement through the endoscope accessory channel, damage to the balloon and/or catheter can occur. Once the catheter was damaged to the point of leakage, deflation difficulty, as well as difficult removal from the endoscope is a possibility. If the damaged catheter and balloon dilator received additional pressure when removing the device with the endoscope, this could have caused full breakage of the catheter and wire guide lumen as observed during our lab analysis. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following caution: "a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." This activity helps the user avoid removal resistance created by the compromised balloon. Once the endoscope and balloon are removed simultaneously from the pt, the user may cut the balloon catheter next to the end of the endoscope to facilitate easy removal from the accessory channel. If the user attempted to remove the compromised balloon dilator from the accessory channel before removing the dilator and endoscope simultaneously, this could have contributed to the damage and resulted in eventual detachment. Kinks and splits in the balloon catheter can occur if the product experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the product. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through the endoscope, this could cause the balloon catheter to kink contributing to balloon catheter breakage. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual exam to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because, the lab eval suggests this may be related to operational context and info provided indicated the product was used in contradiction with the instructions for use. The appropriate personnel were notified of this occurrence in an effort to heighten awareness. The complaint risk priority # (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.